Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse was able reprogram tower and recover missing nodes. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a training session, a power surge occurred, and afterward, the system stopped communicating. The caller attempted both soft and hard reboots of the system, but recovery faults persisted. The technical support engineer reviewed the logs and identified errors 311, 307, and 40096. The customer reported event has no report of patient injury.